Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 382 mg/dl at the time of the incident. The customer was given an insulin pen to treat. The customer experienced symptoms such as nausea and dizziness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer had 2 failed infusion sets due to pain while inserting and an insulin flow blocked alarm on another. Troubleshooting was not completed but the caller mentioned a bent infusion set cannula led to the incident. The insulin pump will not be returned for analysis.